Event description:
There was no pt involved in this event. The device malfunctioned because it failed to upgrade to new software.

Manufacturer narrative:
The pad was installed on 06/10/2008 and operated successfully until 06/05/2011. The device failed a self-test due to a low battery on 06/12/2011. A fresh pad-pak was installed on 06/21/2011 and the device performed to specification until (B)(6) 2013. There was no evidence in the history log that would suggest the user attempted to upgrade the software version. Routine testing did not reveal a fault with the device or any component of the device. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p are for multi-use.